Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified and provided additional review of alarm resolution to the operator. There have been no similar problems reported subsequent to this event nxstage medical considers this report closed. No additional information will be provided.

Event description:
An arterial pressure exceeded alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to the amount of time the blood pump was stopped, resulting in an estimated blood loss of 190cc. The pt's hgb decreased from 11.1 g/dl pre event to 10.3 g/dl post event. Epogen was increased from 10,200 units pre event to 12,800 units post event. No other medical interventional was required.